Event description:
Device 2 of 2; reference MFR report: 3008829311-2017-00990. Additional information indicated surgical intervention will not be undertaken as the patient passed away due to heart failure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2 reference MFR report: 3008829311-2017-00990 it was reported the patient is experiencing ineffective stimulation. X-rays confirmed the lead implanted on the right side of the l2 vertebral level migrated. Surgical intervention may take place at a later date. It is unknown which lead is placed at the right side of the l2 vertebral level; therefore both lots are being reported.